Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) level of 600 mg/dl. The cause of elevated bg was unknown. Blood glucose level was addressed with manual injection. Cts reviewed pump data logs and found that the pump performed as intended. Recommendation was made to consult with a healthcare provider regarding diabetes management.